Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room with complaints of shortness of breath and lightheadedness with exercise. A remote interrogation was performed and boston scientific technical services (ts) was consulted to review the information. Upon review it was found that there were no recent arrhythmia events and no lead issues. The patient was hospitalized. The following day a physician contacted ts and stated the patient was not getting pacing support for higher rates, which was the cause for the shortness of breath and lightheadedness with exercise. Ts reviewed rate information and programming. It was found that the minute ventilation was currently programmed to be active during atrial tachy response (atr) episodes only and accelerometer passive. Ts discussed programming options. The pacemaker remains in service and no adverse patient effects were reported.